Event description:
It was reported that stimulation slowed down and then stopped. Troubleshooting was limited due to lack of availability of the device and pt. The pt status was reported as 'undetermined'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.